Event description:
A hydrothermablator procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2008. According to the complainant, during the procedure, a grinding noise was heard coming from the pump. The grinding noise got louder and nine minutes into the procedure, the boston scientific representative suggested aborting the case. The physician aborted the case and during the cool down process, there was a leak noted coming from the cassette. There were no pt complications reported with this event.

Manufacturer narrative:
The suspect device has been received for evaluation; however, the analysis has not been completed, therefore, the cause of the reported malfunction is currently undetermined. A product evaluation is pending; results will be provided in a follow-up medwatch report.